Manufacturer narrative:
(B)(4). Initial reporter: - address (B)(6). The device was manufactured from november 11, 2014 to november 13, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a white particle, approximately 0.30 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The reported condition was verified, but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was found to have floating white particles. This was observed after compounding and filling with ceftazidime and before patient use. There was no patient involvement. No additional information is available.